Manufacturer narrative:
G5, h2, h10 updated.

Event description:
It was reported that the patient underwent a surgical procedure involving an artificial urinary sphincter (aus) due to unspecified reasons. A reimplant surgery was performed in which a new aus was implanted. No information was provided about the patient's outcome.

Event description:
It was reported that the patient underwent a surgical procedure involving an artificial urinary sphincter (aus) due to unspecified reasons. A reimplant surgery was performed in which a new aus was implanted. No information was provided about the patient's outcome.